Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.7 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck is 24 mm in diameter at the renal arteries the right iliac limb was severely tortuous. The patient presented with right leg claudication. The CT showed partial limb thrombosis as well as thrombus in the femoral arteries on down the leg. The ipsilateral limb is in the aortic neck and is partially blocked because of angulation and being overpowered with the double stent of the gate. This patient was brought in and an angiogram performed. They found good flow down both iliac limbs. The physician elected to reline the iliac limbs with another manufactures iliac limbs. The final angiogram was then performed and showed good flow down both limbs. The limbs were deployed to cover the clot that had formed on the inside of the stent graft. No clinical sequelae were reported and the patient is fine. Pre-implant cta¿s revealed that the proximal neck diameter was 26x25mm at the renals, and 2cm lower measured 25mm. The neck was severely angulated; measured 90deg max r-l and 90deg a-p. The max diameter aaa measured 6.8cm. The right common iliac artery diameter ranged from 11-17mm and the left iliac artery ranged from 14-19mm. Both iliac arteries were severely tortuous. The exact cause of the limb thrombosis is uncertain. Images during and post-implant were not available for review. It is likely that the severely tortuous anatomy (angulated proximal neck and tortuous iliac arteries) contributed to the event.

Manufacturer narrative:
(B)(4).